Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue was confirmed and duplicated in the laboratory setting. The root cause of the reported issue revealed pt800 and pt802 are failing.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator while on a patient experienced "vent inop, motor fault, low pip, transducer fault, high rate and low ve" alarms. The customer confirmed that there was no patient harm or injury associated with the reported issue.